Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a power supply error. The investigation showed that the loss of x-ray imaging functionality was caused by a voltage error of the 5.1v power supply d601. The 5.1v line dropped down which resulted in problems on the fuse holders in the affected power supply. A higher power load or a bad connection of a connector (x16) of d601 is probable. A bad connection may lead to a gradual degradation of the plug connection's electrical properties and could result in the described failure. This kind of failure has a rare occurrence; however, the affected board d601 has been re-designed with regard to the fuses. Fuse holders and fuses have been replaced by soldered fuses. A siemens service engineer adjusted the d601 5v power supply and the error did not reoccur. No further corrective actions are planned based on this nonsystematic event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that x-ray was not available. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.